Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a dexcom g7 pairing failure with the ilet pump after sensor warm-up, despite glucose readings appearing in the dexcom app, and agents provided troubleshooting guidance; this was characterized as an intermittent communication failure involving the cgm-pump connection and associated with the antenna/electrical communication components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communications with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure, with involvement of the electrical and magnetic subsystem and antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.